Event description:
Same case as MDR ID # 2134265-2013-00335, 2134265-2013-00334. It was reported that during percutaneous coronary intervention (pci) procedure, the automatic pullback of ilab motordrive did not work when used with a bsc sled and atlantis sr pro² imaging catheter. The procedure was completed using the manual pullback. No patient complications were reported and the patient status is stable.

Manufacturer narrative:
(B)(4). Device evaluated by MFR: examination of the returned device observed with no visible damage or defects. The device meets specifications for functional test and successfully underwent a continuous burn-in for 4 hours. The reported problem could not be reproduced as indicated in the complaint. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is not confirmed. (B)(4).